Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the basal delivery totals in the total daily dose did not match the active program. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/12/2017 with the following findings: during investigation, the black box and the total daily dose histories for the issue reported had been overwritten. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within the required specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.